Event description:
While using a byte retainers, patient reported that they had just started wearing the retainers and they woke up with a rash over much of their body. They might be having allergic reaction to the aligners. Requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.